Event description:
It was reported, ¿PICC dressing noted to be saturated. Advice given to flush PICC and observe for signs of fracture. Further leakage noted around site on flushing. Advised to remove PICC. PICC flushed when removed and fracture noted at 7cms.¿ no other information was provided. Additional information provided on 12/20/2023: no injury, medical intervention or change of treatment required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 4cm mark and a secondary kink at the 5cm mark on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, ¿PICC dressing noted to be saturated. Advice given to flush PICC and observe for signs of fracture. Further leakage noted around site on flushing. Advised to remove PICC. PICC flushed when removed and fracture noted at 7cms.¿ no other information was provided. Additional information provided 12/20/2023: no injury, medical intervention or change of treatment required.